Manufacturer narrative:
Reported event: an event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from manufacturing date of product to present for similar reported events related to ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metal debris is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was originally reported that the patient is asymptomatic. Additional event description: it was reported that surgeon revised patient's right rejuvenate hip due to metal debris at the head/neck junction. No further patient information/medical records/x-rays etc will be provided by the hospital. It was reported via the stryker facebook page, "after my stryker rejuvenate in 2012 & revision 2013, I wouldn't trust anything stryker ever again. They ruined my health for life."

Event description:
It was originally reported that the patient is asymptomatic. Additional event description: it was reported that surgeon revised patient's right rejuvenate hip due to metal debris at the head/neck junction. No further patient information/medical records/x-rays etc will be provided by the hospital. It was reported via the stryker facebook page, "after my stryker rejuvenate in 2012 & revision 2013 I wouldn't trust anything stryker ever again they ruined my health for life ."

Manufacturer narrative:
Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metal debris is considered to be under the scope of this recall. No further investigation is required. H3 other text : not returned to the manufacturer.